Event description:
Patient called to report "left shoulder pain" off intermittent and has noticed change in range of motion due to pain for "3 weeks now". Patient scheduled to see physician. Follow-up with the physician's office indicated that the pain was not cardiac related, but due to the patient's rotator cuff. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.